Event description:
It is reported that a customer received a button error alarm on their insulin pump. The patient's blood glucose level was at 299 mg/dl. The customer stated that there were no significant events that could have led to the issue. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A new pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had broken reservoir tube lip, cracked battery tube threads, minor scratches on the display window and cracked case near display window corners. No button error alarms noted. However, the device had no button response due to corroded keypad.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.